Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient and a questionable low elecsys progesterone ii assay result for one other patient. Of the data provided, only the issue with hcg was a reportable malfunction. The initial result was 168.7 miu/ml and was reported outside of the laboratory. Later in the day, another sample was collected from the same patient and the result was 0.1 miu/ml with a data flag. The original sample was repeated twice and the results were both 0.1 miu/ml with a data flag. This result was believed to be correct. The patient was notified of the erroneous result, but no actions had been taken on the positive result. There was no adverse event. The reagent lot number was 28429205 with an expiration date of 28-feb-2019. Calibration and qc results were within specifications. The field service representative suspected there was potentially a sample integrity issue. He inspected the pinch valve tubing which were acceptable, performed measuring cell preparations, and ran a precision study along with the primary patient sample. Analyzer performance testing was completed. The results were within specifications.

Manufacturer narrative:
The provided calibration data was inconspicuous. The qc recovered within expected range. A general instrument or reagent problem could not be identified. The investigation was unable to find a definitive root cause.